Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). The field service engineer (fse) is currently awaiting the arrival of parts in order to completed the needed repairs. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that prior to patient use the cardiosave intra-aortic balloon pump (iabp) had a damaged probe tip on the doppler. There was no patient involvement, and no adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Communication/interviews (4111) the customer repair the doppler in house. The iabp was cleared for use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone:(B)(6)). It was reported that prior to patient use the cardiosave intra-aortic balloon pump (iabp) had a damaged probe tip on the doppler. There was no patient involvement. Customer replaced probe tip unit is cleared for clinical use. H3 other text : user resolved the issue